Event description:
Healthcare professional reported "rupture, pain and discomfort". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d.9, h.3, h4, h.6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening and missing shell observed assessed as inconclusive. ¿ pain: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture, pain and discomfort". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Manufacturer narrative:
Clarification to b3: partial date of 2025 provided. Clarification to d6a: partial date of 2009 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture, pain and discomfort"; ultrasound and mammogram performed. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h6, h.11.

Event description:
Healthcare professional reported "rupture, pain and discomfort". This record is for the left side. Device was explanted and replaced.